Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and diarrhea. The cause of the events was not reported. It was reported the patient was hospitalized for another indication. The patient was treated with an unspecified drug (dose, route, frequency and duration were not reported) for diarrhea and used unspecified drug infusion (dose, route, frequency and duration were not reported) for cloudy effluent. At the time of this report, the patient remained hospitalized and was not recovered from the events. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.